Event description:
It was reported the patient¿s therapy was relieving ninety percent of their problems. Five days after implant, the patient sat in the car and felt a burning sensation at the implant location to the rectum. The patient had to stand to help the pain. Lying down for two days did not resolve the issue.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).